Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 490 mg/dl. The customer reported blood glucose levels due to infusion set changes. The customer¿s current blood glucose level is 376 mg/dl. The customer declined to troubleshoot the issues. The insulin pump and infusion set will not be returned for analysis.